Manufacturer narrative:
Concomitant device included 6mm angioguard rx. As reported by the (B) (6) registry, the patient experienced a left-sided ischemic stroke during the index procedure. The target lesion was located in the right internal carotid artery and was described as 90% stenosed, concentric, 20mm in length, with no calcification. The reference vessel was non-tortuous and 6.0mm in diameter. There was no thrombosis observed pre-deployment. Pre-procedure nih stoke scale score was 0. The lesion was not pre-dilated and a 6mm angioguard was deployed beyond the target lesion. A 9 x 40mm precise pro rx was implanted. Following stent implantation, the patient experienced an ischemic stroke with visual field loss, hemiparesis, hemineglect, hemiataxia, and aphasia. The angioguard was successfully retrieved with no debris noted in the basket. Residual stenosis was 0%. Post-procedure nih stroke scale score was 22. The patient¿s recovery was partial with major residual of left sided hemiplegia. According to the investigator, the event was not related to cordis product but was related to the index procedure. The patient currently is in a rehabilitative facility. The product remains implanted in the patient; thus, is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues or anomalies during the manufacturing process that can be related to the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Event description:
As reported by the (B) (6) registry, the patient experienced a left-sided ischemic stroke during the index procedure. The target lesion was located in the right internal carotid artery. The lesion was described as 90% stenosed, concentric, 20mm in length, with no calcification. The reference vessel was non-tortuous and 6.0mm in diameter. There was no thrombosis observed pre-deployment. Pre-procedure nih stoke scale score was 0. The lesion was not pre-dilated and a 6mm angioguard was deployed beyond the target lesion. A 9 x 40mm precise pro rx was implanted. Following stent implantation, the patient experienced an ischemic stroke with visual field loss, hemiparesis, hemineglect, hemiataxia, and aphasia. The angioguard was successfully retrieved with no debris noted in the basket. Residual stenosis was 0%. Post-procedure nih stroke scale score was 22. The patient¿s recovery was partial with major residuals. According to the investigator, the event was not related to cordis product. The investigator felt the event was related to the index procedure. The patient did not have any known allergies to nitinol, nickel, or titanium. The patient did not have any neurological symptoms prior to the index procedure. A 7fr sheath introducer was used. There was a tight seal between the stent delivery system and the roughy borst (hemostasis) valve of the sheath introducer/guiding catheter during aspiration. The user aspirated prior to contrast injections. There were no air bubbles noted at the time during the procedure. There was no thrombus noted post deployment. No treatment or intervention was provided for the event. The partial, major residuals was left-sided hemiplegia that remained ongoing. The current status of the patient was that he was in a rehabilitative facility.